Event description:
Pt received a right subclavian grant-adler rhapsody CT+ port at an outside facility. Presents today with port fracture from subclavian pinch. The port and catheter were removed percutaneously. This is very concerning, as this catheter was specifically designed to prevent this type of malfunction.